Manufacturer narrative:
Evaluation codes: method - injector lot number search; cartridge lot number search. Results - an injector lot number search was performed and six similar complaints found. A cartridge lot number search was performed and five similar complaints were found.

Event description:
The reporter stated, the surgeon was inserting a competitor's lens, but the trailing haptics were torn. There was no patient injury, and another same type lens was implanted.